Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The investigation is confirmed for a break, as the cannula hub including the tangs as well as the stylet tangs were found to be broken. The investigation is confirmed for failure to prime, as the device could not be primed due to the broken components. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The info provided by bard represents all of the known info at this time.

Event description:
It was reported that during an ultrasound-guide breast biopsy procedure into normal tissue, after the first tissue sample acquisition, rotted the bottom mechanism of the device to get the tissue sample out but could not rotate the second time to activate the device to get additional tissue samples. Another device was used to complete the procedure. There was no report of pt injury.